Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 73 and 93 mg/dl within 10 minutes. A second set of back to back tests was conducted with results of 56 and 88 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.